Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances/ manufacturing irregularities] were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during stapling of the inferior pulmonary vein, the pvs stapler stuck, making it impossible to trigger the load or open the stapler. Even trying manually, it was not possible. After removing the sample and replacing it several times, it was possible to open it. However, it did not work again. No patient consequences reported. No further information is available.